Event description:
Caller reported a malfunction on the pump, which caused their blood glucose level to exceed the standard threshold. The specific blood glucose value was not provided, as the display showed "high." The customer took no immediate action, as they had just woken up, and decided to contact technical support. There was no requirement for third-party assistance. To resolve the issue, technical support decided to replace the pump. The customer was instructed to put the faulty pump into storage mode and to return it using the tandem-provided return box and pre-paid label within 10 days to avoid being billed. They were also advised to program their settings and connect their cgm to the replacement pump, which would have up-to-date software. A replacement pump was sent to the customer, who understood and acknowledged all instructions. Customer reverted to an alternative method of insulin therapy.